Manufacturer narrative:
This report was determined to be duplicate to MFR # 2916596-2021-06281. Investigation results will be submitted under MFR # 2916596-2021-06281.

Event description:
It was reported that the patient came to clinic with separation of their heartmate 2 percutaneous lead distal bend relief at the metal connector. It was reported that clamshell repair was performed on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.